Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an unknown size valve and flexnav delivery system were chosen for a procedure. During procedure, when they tilt the delivery system in ascending aorta which has led to tortuous our valve inside the valve capsule. They removed the delivery system and used new delivery system for reloading.